Event description:
Customer was having problems with the discs. Customer has been performing qc with e. Coli 25922 and p. Aeruginosa and had acceptable results. Customer started noticing some patient isolates, mainly k. Pneumo., that were sensitive to ticarcillin, when customer knew they should be resistant. Customer tested isolates on vitek, and vitek called them resistant. Customer then set up e. Coli 35218, and got a zone size of 20, when it should be 6.

Manufacturer narrative:
Internal investigation of retention product also exhibit a false susceptible result when tested against e. Coli atcc 35218. Internal investigation has shown that this lot of ticarcillin contains clavulanic acid, a compound that inactivates e. Coli atcc 35218's beta-lactamase enzymes, allowing the antibiotic to kill the organism creating a zone of growth inhibition with the kirby-bauer test methodology.